Manufacturer narrative:
No determination could be made of the failure mode or cause, because, the device was not returned by the customer. It cannot be determined if the damage could have occurred in surgery. However, no other problems for this catalog number have been reported.

Event description:
Hospital reported, tip was broken in spd.